Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient noticed that starting on the day prior to the report, the device was giving him some weird shocking sensation. It seems stronger than usual, so he lowered the stimulation down. The patient had been more active on the day prior to the report, and he wondered if something may be knocked out of place. It was reviewed how positional changes may cause a slight increase in stimulation sensation. There were no further complications reported.